Event description:
A customer reported via phone call indicating that they were hospitalized (B)(6) 2014 for a high blood glucose level of 780 mg/dl. The customer felt dehydrated and nauseated. The customer stated that they woke up with a headache and throwing up. The customer stated that their insulin pump failed. The customer did not mention what the issue was with their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.